Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket infection was observed. Device was explanted and a new temporary external pacemaker was used for temporary pacing. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.